Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: - the instruction manual gif-1200n operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. - the instruction manual gif-1200n reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to wear of the angle wire, bending angle in up direction did not meet standard value. The nozzle had foreign object. Due to wear of the angle wire, the play of the up/down knob was out of standard value. The adhesive on the distal end was chipped. The adhesive on the distal end had a white clouded area. The adhesive around the objective lens and light guide lens had white clouded area. Paint on the air/water cylinder and suction cylinder were peeled. The connecting tube had a scratch and was discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Foreign matter questionnaire (cleaning, disinfection and sterilization / cds) the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. The user facility had no response for knowing what the foreign material was. There was no response if there was a delay between the end of clinical use and the start of pre-cleaning. It was unknown if the air/water nozzle was flushed with water and air. It was unknown if there were abnormalities in the accessories used for reprocessing. The endoscope was not pre-soaked in a detergent solution. It was unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. It was unknown if the air/water nozzle was flushed with a detergent solution. Other concerns regarding the reprocessing was the washing machine uses kaigen. In the past, there was a history of lens stains and clouding occurring due to insufficient cleaning of the sub-water supply channel at pcf. Although the correct reprocessing process is explained again at that time, it seems that the facility generally has a low awareness of reprocessing.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had reduced angulation. Inspection and testing of the returned device found foreign matter coming from the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.